Manufacturer narrative:
This report is being submitted retrospectively due to the fact that information reviewed during the course of the investigation indicated the need to re-evaluate our original reportability assessment. Based on the information provided, our device has not been implicated by the medical professional. However, the information provided does suggest that the device may have the potential to cause or contribute to the reported medical events.

Event description:
Patient once discharged from hospital after hematoma removal operation of left thigh. As inflammation and exudates increasing of wound were observed, patient admitted to the hospital again. Renasys has used to manage exudate, and exudate management is ok but when the patient underwent dialytic therapy with renasys use, patient experienced low-grade fever (under 38 degrees c). There was not any fever observed before renasys use. The low-grade fever went down after dialytic therapy and crp value was normal.